Manufacturer narrative:
This follow up report is being submitted to include the device history record(DHR) review and results from the legal manufacturer investigation. The legal manufacturer performed the DHR review for this device and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. Since the suspect device was not returned to olympus, it is uncertain if the device was defective or not. If it was defective, the presumed cause of the front panel malfunction is related to the device being installed less than four years ago. Therefore, a part on the front panel may have accidentally malfunctioned. Olympus will continue to monitor complaints for this device.

Manufacturer narrative:
The customer mentioned the front panel button to increase the brightness of the device was unable to function. Inversely, the button to decrease the brightness successfully work. The customer spoke with an olympus representative and confirmed the unit will not be sent in for evaluation because it started functioning again. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
It was reported the evis exera iii xenon light source front panel switch is not functioning. There was no patient involvement, no harm or user injury reported due to the event.